Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result the hard drive was reimaged and software was reloaded. It was also noted that the display hasps were broken, the system fan was noisy, and the programmer displayed an error during reconfiguration so the hard drive was replaced.

Event description:
It was reported that while attempting to use the programmer on a patient in the clinic, it would not identify the device; the programmer kept rebooting. Use of another programmer was necessary. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).